Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon encountered a torn outer gasket on the 512b causing pneumo to leak. A 1seal was used on the 512b to complete the case.